Event description:
It was reported that this pacemaker exhibited low out-of-range pacing impedance measurements, loss of capture, and pacing inhibition on the non-boston scientific right ventricular (rv) lead. Loss of capture was also noted on the non-boston scientific right atrial (ra) lead. Further evaluation was recommended. Currently, this product remains in service and no adverse patient effects were reported.